Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge into the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of loading a new cartridge, which resolved the issue, allowing the caller to successfully resume insulin delivery.